Event description:
According to the received information, a patient was injected with an unknown amount of teosyal rha 2 in the midface on (B)(6) 2022. On an unknown date, the patient developed an occlusion in the injected area. As treatment the patient received hyaluronidase injection, which led to complete resolution of the symptoms (date unknown). Despite several reminders, no additional information was received at the time of this report.

Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, a patient was injected with an unknown amount of teosyal rha 2 in the midface on (B)(6) 2022. On an unknown date, the patient developed an occlusion in the injected area. As treatment the patient received hyaluronidase injection, which led to complete resolution of the symptoms (date unknown). Despite several reminders, no additional information was received at the time of this report. Therefore complaint was closed as is.

Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.